Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the name of the procedure? Lot number rc58jpa is not recognized in our system. Could you please confirm the lot number? Product code sxpp2a401 is not recognized in our system. Could you please confirm the product code? Was there any adverse consequence associated with the patient? All answers above are unobtainable. Once there is any update, we will update the information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.